Manufacturer narrative:
The reported field event of no pacing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-13038. It was reported that the left ventricular lead was dislodged since (B)(6) 2010. The lead was capped and replaced on (B)(6) 2019. All measurements were normal. When the lead was connected to the chronic implantable cardioverter defibrillator, no capture was noted on the left ventricular lead. The device was explanted and replaced. The new lead was connected to the new lead and capture was seen. Patient was stable.